Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the surgeon experienced difficulty when trying to disassemble the proximal femoral nailing system (tfna) handle from the end of the nail after the nail had been implanted. They were using the standard handle in this case and they had a difficult time trying to unscrew the connecting screw that holds the nail and handle together during insertion, proximal targeting, etc. It sounds like there was quite a bit of soft tissue pushing against the medial side of the handle which in turn applies bending/twisting force on the connecting screw and nail threads causing them to bind excessively. There was no surgical delay. Procedure successfully completed. The patient outcome was not provided. This report is for one (1) complete radiolucent insertion handle. This is report 3 of 3 for complaint (B)(4).